Event description:
On (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan shows positive small bowel perforation. The filter prongs extend beyond the confines of the ivc into the duodenum.

Event description:
On (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan shows positive small bowel perforation. The filter prongs extend beyond the confines of the ivc into the duodenum.

Event description:
On (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan shows positive small bowel perforation. The filter prongs extend beyond the confines of the ivc into the duodenum.